Event description:
Customer reported a motor error alarm during rewind. Customer stated that she also called earlier due to battery issue and feels that the insulin pump is wearing out. Customer's current blood glucose reading is 239 mg/dl. No further information reported.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. No constant tone alarm during rewind noted. Time advanced properly. The insulin pump received with normal operating currents. No unexpected low battery alarm noted. The insulin pump received with cracked display window, cracked display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.